Event description:
Caller reported they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and requested replacements for the infusion set and cartridge, which had already been replaced. Technical support sent out the requested replacements and closed the case.